Event description:
It was reported to covidien on (B)(6) 2012 that the customer has an issue with trellis 6 120x10. The customer states that procedures ice was position thru thrombosed it common iliac. The proximal balloon was inflated and after initial wire was removed blood was seen in distal balloon port. The physician then attempted to inflate the balloon to see if the blood return was due to a balloon rupture and contrast extravasation was seen which proved that the balloon was no longer intact. The customer also noted that a stent was present in the ci for years.

Manufacturer narrative:
Submit date on: (B)(4) 2012. An investigation is currently underway upon completion the results will be forwarded.